Event description:
It was reported that a pump will intermittently power on and off without user input. No pt injury was reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without suer input. A "check battery" alert was also observed during the evaluation. The cause was determined to be corrosion of the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.